Event description:
Per the operative report, "ophthalmic viscoelastic device was injected into the eye. The intraocular lens was injected into the eye. When the lens was in the bag, it was noted that there was a large streak of dark material behind the lens. A sinskey hook was used to tease this material off to the edge of the optic. The irrigation and aspiration handpiece was placed in the eye and ophthalmic viscoelastic device was removed and after a few attempts to dislodge and aspirate this material, the posterior capsular bag was aspirated and a hole was appreciated. Viscoelastic was injected into the area of the hole, and the I&a handpiece was removed from the eye. No vitreous was noted. The lens was stable and centered. Miostat was injected into the eye. Heme was refluxing from schlemm's canal which created a hazy view of the anterior chamber, but the pupil was round and lens was centered. The limbal incisions were again tested for vitreous and none was present. A 10-0 nylon suture was used to close the main wound. The limbal incisions were hydrated and the eye palpated to supraphysiologic pressure. The wounds were checked for closure with weckcells and confirmed to be water-tight. Subconjunctival gentamicin was administered."